Manufacturer narrative:
The endowrist one vessel sealer instrument has not been returned to isi for failure analysis evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the endowrist one vessel sealer instrument allegedly failed to seal sufficiently during a during a da vinci surgical procedure. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse event. It is unknown what caused the vessel sealing issue.

Event description:
It was reported that during a da vinci assisted right hemicolectomy procedure, the endowrist one vessel sealer instrument was taking a long time to coagulate. There was no report of patient harm, adverse outcome or injury. Additional information received from the initial reporter indicated the following: the issue encountered was that there were delays in sealing. The surgeon would activate the seal and instead of reaching a higher tone at around 5 seconds it would continue sealing up till 30 seconds or more. During the sealing cycle, the surgeon observed thermal spread but not any more than usual. During the sealing cycle, the audible notes were noted indicating sealing was in progress and denoting that the sealing cycle was complete. No error messages or codes were generated on the erbe or system during the sealing cycle indicating any issue during the sealing cycle. The vessel sealer instrument was in use for approximately one hour prior to the vessel sealer issue. The device is likely to be unavailable for evaluation as it was likely discarded after the procedure.